Event description:
I had a boston scientific spinal cord stimulation system model number sc-1110-02. It wasn't right from the beginning and got worse. When I used it, I would pee on myself. When I went to charge it, it burned really really bad, from the box in my hip all the way to the end of the leads in my back. The last six months were miserable. Finally got them to removed it on (B)(6) 2014. This was the second one I have had. First worked great. They had to remove it due to a bad fall down some steps, so I know a good one from a bad and the one they replaced was defective. Plus I suffer from really bad migraines.